Manufacturer narrative:
D10 concomitant products: sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3k0860) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3k2722y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot #n3l2167y) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3k1072) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot #n3f0214y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic omega loop bypass procedure, after firing the device, the surgeon found out that several staples were missing from the staple line leading to anastomosis leak. A new reload and handle were used, but the same issue occurred. The issue and the restapling of the staple line occurred with more than 25 reloads. Finally, to resolve the issue, the surgeon extended the incision by more than one inch and converted the procedure into an open roux-en-y bypass. The surgeon then used suture to oversew the staple line. This led to tissue loss and damage and 6 hours and 30 minutes extended surgical time.